Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-02152 0001825034-2024-02154 this follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h4; h6 proposed component code: (g04) - mechanical: stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The even could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: cat #: ep-200152 / act artic e1 hip brg 28x46mm / lot #: 728320. Cat #: us157852 / m2a-magnum pf cup 52odx46id / lot #: 192890. Cat #: 163661 / 28mm dia cocr mod hd -3mm nk / lot #: 086620. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported by a patient that one of the implanted hip items was recalled for a cleanliness issue and it was suspected that metal is leaking into the bloodstream. No revision has been reported to date. Attempts have been made and no further information is available.